Event description:
Hospital reported the injector head fell and hit a technician on the shoulder. An x-ray of the shoulder showed the technician had a bone contusion. The technician is currently on a medrol dose pack and going through physicial therapy. Technician was referred to a surgeon who injected cortisone into the shoulder.